Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. It was reported that after a ventral hernia procedure where this device was implanted, the patient experienced an infection, removal and extraordinary wound care. The product was used for therapeutic treatment of a recurrent ventral hernia. The device had been used with 2 ethicon polypropylene mesh hernia systems lot# 24936-16 and lot# 24930-16. After the original procedure, additional potentially related procedures were performed, including a revision on (B)(6) 2013.